Event description:
It was reported that, after a tha surgery, an spontaneous cone fracture of the right hip occurred. A revision surgery was performed on an unspecified date, in order to replace the transfemoral stem. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tha surgery, an spontaneous cone fracture of the right hip occurred. A revision surgery was performed on (B)(6) 2025 in order to replace the transfemoral stem. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: b5, d4 (expiration date), d6b, d9, h3, h4, h6 (type of investigation), h11 (roi). H3, h6: the complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that it could be confirmed that the stem is fractured at the proximal neck. The distal stem fragment is showing heavy scratch marks around the whole surface, potentially originating from device explantation. Apart from that, almost no signs of osteointegration (bone residues) are visible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (81080947 rev c) states implant component fracture as a ¿potential medical device problems¿. Additionally, it states that implants and implant components of smith & nephew orthopaedics ag must not be combined with other manufacturer implants, unless the implant combination is listed in the relevant surgical technique or in the compatibility matrix as "combination restrictions of smith & nephew products with third-party products" in combination with the implantation of a hip prosthesis. Product drawings and inspection instruction were reviewed. No indication was detected which could have contributed to the reported failure mode. An assessment of material characteristics was performed. About two thirds of the fracture surface show fatigue striations, indicating that the crack propagated by fatigue. The residual fracture surface is covered by dimples, characteristic of ductile overload. No pores, inclusions or elemental inhomogeneities which could have initiated or enhanced crack growth, could be observed on the fracture surface. Lastly, the non-catalogue neck extension and off-catalogue ball head may have contributed to an accelerated propagation of the fatigue crack. A clinical root cause of the femoral neck fracture cannot be definitively confirmed. However, the patient¿s age and bone quality, history of multiple revisions and 20-year implantation of the stem cannot be ruled out as possible contributing factors to the femoral neck fracture. The IFU warnings and precautions notes: the implant has a finite expected service life and may need to be replaced in the future. Inappropriate use of taper sleeves may lead to implant failure which may lead to revision surgery. Select the appropriate sleeve based on the compatible sleeve combinations charts located in the device description section of this document. Studies indicated a higher risk of implant fatigue fracture in cases with inadequate proximal bone stock or where extended trochanteric osteotomies have been performed. In these cases, it is imperative that adjunctive reinforcement procedures such as bone grafting, cortical strut allografts, cables, and trochanteric plates are utilized to provide adequate proximal support to the femoral component. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be retained.

Manufacturer narrative:
H3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (81080947 rev c) states implant component fracture as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. Product drawings and inspection instruction were reviewed. No indication was detected which could have contributed to the reported failure mode. Since the device is not available, it is not possible to perform an assessment of material characteristics. A clinical root cause of the femoral neck fracture cannot be definitively confirmed. However, the patient¿s age and bone quality, history of multiple revisions and 20-year implantation of the stem cannot be ruled out as possible contributing factors to the femoral neck fracture. The IFU warnings and precautions notes: the implant has a finite expected service life and may need to be replaced in the future. Inappropriate use of taper sleeves may lead to implant failure which may lead to revision surgery. Select the appropriate sleeve based on the compatible sleeve combinations charts located in the device description section of this document. Studies indicated a higher risk of implant fatigue fracture in cases with inadequate proximal bone stock or where extended trochanteric osteotomies have been performed. In these cases, it is imperative that adjunctive reinforcement procedures such as bone grafting, cortical strut allografts, cables, and trochanteric plates are utilized to provide adequate proximal support to the femoral component. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.